Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further information was provided. Correction/removal number: 3002809144-06/4/19-006-r. A product recall letter was issued to all architect bnp customers who have received calibrator or control lots still within dating. The letter informs the customer of the issue regarding a time dependent stability issue of the architect bnp calibrators and controls that may lead to controls out of range and shift in control and patient results. The letter informs the customer all architect bnp calibrators and controls will have shortened expiration dates of 165 days from the date of manufacture. The letter instructs the customer to discontinue use of the lots which are beyond the 165 day expiration and destroy any remaining inventory. The cause of the shift is instability of the architect bnp calibrators and controls.

Event description:
The customer observed falsely elevated architect bnp results while using architect bnp calibrator lot 44k79418. The customer provided the following comparison results: sample ID (B)(6): 299 ng/l on the complaint lots and 209 ng/l on a new lot; sample ID (B)(6): 4917 ng/l on the complaint lots and 4066 ng/l on a new lot; sample ID (B)(6): 3420 ng/l on the complaint lots and 2681 ng/l on a new lot; sample ID (B)(6): 1992 ng/l on the complaint lots and 1351 ng/l on a new lot; sample ID (B)(6): 1105 ng/l on the complaint lots and 850 ng/l on a new lot; sample ID (B)(6): 62 ng/l on the complaint lots and 47 ng/l on a new lot. No impact to patient management was reported.